Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection occurred between the transfer set and the titanium adapter on the catheter. This occurred during peritoneal dialysis therapy but there was no leak reported. The patient was given antibiotics prophylactically for this event. There was no patient injury or medical intervention associated with this event. No additional information is available.